Event description:
Healthcare professional reports 5 blood leaks into dialysate noted near onset of pt treatment. Healthcare professional reports first use of dialyzers. Healthcare professional reports no pt injury.